Event description:
Customer reported updating time and settings on their device with technical support assistance. There was no adverse impact to the customer's blood glucose level. Technical support helped correct the time on the device and advised the customer to monitor for any further discrepancies.